Manufacturer narrative:
This report is submitted november 7, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 due to incorrect electrode array placement. The patient was reimplanted with another company's device during the same surgery.

Manufacturer narrative:
This report is filed on november 12, 2018. (B)(4).